Event description:
It was noted that the patient does not manipulate their device. Photos of the device from the procedure were provided and setscrew marks an be observed on the lead pin. A detailed description of the procedure was provided and indicates that impedance was 9423 ohms prior to the surgery, and >10,000 ohms intra-op. The surgeon pulled at the lead and it came out of the generator. The resistor was then inserted and screwed down, a new measurement performed with a correct 3963 ohms. The lead was then re-inserted into the generator and impedance was ok 3554 ohms. They decided to replace the generator to minimize the risk of infection. The incomplete pin insertion can be reasonably concluded to user error as it would not be expected to slip out if it had been properly inserted. No further relevant information has been received to date. The explanted generator has not been received to date.

Event description:
The patient had surgery and it was noted that the lead pin was not mechanically locked into the generator. The high impedance resolved when the lead pin was re-inserted, however they chose to replace the generator to prevent the risk of infection. It was confirmed that there was no adverse event related to the high impedance. It was noted that it appears everything was done correctly at the original implant and it could be seen that the set screw had made good contact. The explanted generator has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that the patient presented with high impedance. The patient reported that he hadn't felt stimulation since the beginning of october. Settings were reduced and the impedance was still high. The patient was set to max parameters and he felt a slight tingle on the right side of his neck at the electrode site. The device was then put back at the original settings and they recommended the patient use the magnet if needed. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.